Event description:
Approximately 6 years and 5 months post implant of a 26mm sapien xt valve, a 26mm sapien 3 ultra valve was implanted. The procedure went well with no issues. The patient is stable and was transferred for post management care. Per report, the initial valve had stenosis and elevated gradients.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and confirmed investigation conclusion code) and h10. The valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration could not be determined; however, may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. To date, despite multiple attempts, no other information was forthcoming. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted for the review of medical records and corrections. The following sections of this report have been updated: b7 (relevant medical history), d2 (common device name) and d3 (device product code). Upon review of medical records, approximately 7 years post implant of a 26mm sapien xt valve in the pulmonic position, the patient presented with moderate stenosis and moderate regurgitation. An echo revealed peak gradient of 60mmhg from a comparison at 5 years post implant of a peak of 2.4mmhg with moderate regurgitation. At the time of valve-in-valve procedure, an echo (tee) revealed mean gradient of 29mmhg with moderate regurgitation. A balloon valvuloplasty was performed and a decision was made to implant a 26mm sapien 3 valve within the pre-existing valve with good results. Post valve-in-valve echo revealed a mean gradient of 12mmhg with no pulmonary insufficiency.